Manufacturer narrative:
Continuation of d10: product ID unk-nv-marksman (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex that failed to open. The patient was undergoing a procedure for flow diverter treatment of an ophthalmic artery segment unruptured saccular aneurysm. The aneurysm max diameter was 5.8mm and the neck diameter was 4.5mm. The distal landing zone was 7mm; the proximal landing zone was 11mm. Patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During pipeline deployment, the tip end failed to open even despite multiple adjustments. The pipeline was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient.